Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that during ipg implant on (B)(6) 2025, it was noticed that patients lead migrated and anchor was broken. As a result, patients lead and anchor were explanted and replaced during the procedure to address the issue.